Event description:
The customer reported that while they were attempting to provide iabp therapy to a pt with very low blood pressure (in the 30's), they were unable to obtain an ECG trigger. They were unable to initiate therapy. The customer advised that they did not attempt CPR on the pt, and did not switch the iabp to internal trigger. The pt expired; however, they do not attribute the pt's death to the iabp. This info was provided to maquet when the customer called a clinical rep to request info related to ECG triggering, approx three weeks after the pt expired. The customer stated that they are sometimes unable to obtain an ECG trigger for 5 to 10 mins, intermittently. They wanted to discuss selection of ECG electrodes. They stated that they did not consider their inquiry a complaint, and declined to provide any further specific info related to the pt event, including the event date. They were unable to provide the serial number of the iabp involved in the event, as they have two iabp's and are not sure which iabp was involved in the event.

Manufacturer narrative:
The company clinical rep discussed selection and proper placement of ECG electrodes with the customer. They also discussed how pt conditions can affect the ability to obtain an ECG trigger. In this case, it was reported that the pt was cold, clammy, and reportedly near death before they attempted to insert the iab catheter. The customer was satisfied with this discussion. The customer elected to place the iabp back into svc after the event. (B)(4).